Event description:
Generic call from a hme dealer indicated that he had received a m51 chair without seat positioning straps. No injury reported. Device was never delivered to end user. Issue detected during chair prep by dealer.